Event description:
It was reported that: the 3-0 silk with curved needle that comes in the arrowgard blue two lumen hemodialysis catheterization kit, size 14fr 20cm. The suture needle broke off and was left in the patient. The patient was transferred to the ir suites for removal of the needle. The patient remained stable throughout.

Manufacturer narrative:
(B)(4). The customer returned one suture needle for investigation. Visual examination revealed that the suture needle was broken and separated at the proximal end. Definite signs of use were observed as there was biological material at the point of separation. Microscopic examination revealed that the point of separation was rough/jagged. Functional analysis could not be performed due to the condition of the returned suture needle. R & d engineering was previously contacted about complaints of this nature. They concluded that this failure mode should be further investigated by the supplier of the component. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with the kit instructs the user, "use triangular juncture hub with integral rotating suture wings as primary suture site. The removable suture wing, where provided, may be used as a secondary suture site. Place fingers on the suture wings and apply pressure until the hub splits open. Position suture wing around the catheter body adjacent to the venipuncture site. Secure wings in place to patient, using suturing technique per institutional policies." The report of a broken suture needle during use was confirmed through complaint investigation of the returned sample. Visual examination revealed that the suture needle was broken and separated at the proximal end. Definite signs-of-use were observed as there was biological material at the point of separation. Microscopic examination revealed that the point of separation was rough/jagged. R & d engineering concluded that the supplier likely caused or contributed to the failure mode. A non-conformance as initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the 3-0 silk with curved needle that comes in the arrowgard blue two lumen hemodialysis catheterization kit, size 14fr 20cm. The suture needle broke off and was left in the patient. The patient was transferred to the ir suites for removal of the needle. The patient remained stable throughout.

Manufacturer narrative:
(B)(4).